Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. A 99% stenosed target lesion was located in a non-calcified unspecified vessel. A 1.50mm x 12mm emerge balloon catheter was used for dilation. The balloon was 1st inflated at 9 to 10 atm. The physician changed dilatation position, and tried to perform the 2nd dilatation. However, the inflation pressure was unable to increase. The physician suspected it might have ruptured and removed the device outside the patient smoothly. It was unclear when the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).